Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient was implanted with a titanium rod on an unspecified date. Sometime post-operatively, it was reported that an x-ray revealed a broken rod. The broken rod was removed from patient and no fragment of the implant remained in the patient. One patient complication reported as pain.